Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a scheduled pocket revision procedure, the physician noted an insulation abrasion on the right ventricular lead. All electrical measurements were normal. The physician elected to cap and replace the lead. The procedure concluded without adverse event and the patient was stable throughout the procedure. The patient would continue to be monitored.